Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of 33 mg/dl. Emergency medical service was called as a result of low blood glucose level. Customer was treated with glucose tablets. Customer was not using auto mode feature. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.